Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent a right lower lobe lobectomy for the treatment of a carcinoid tumor on (B)(6) 2016 and an absorbable hemostat was used. It was reported that following the surgery the patient experienced progressive numbness and weakness in her lower extremities. A follow up MRI and c-t scan revealed an epidural hematoma at the t5-6 vertebrae, causing compression of the spinal cord and paralysis. The patient underwent an emergency laminectomy and decompression of the spinal cord on (B)(6) 2016, which discovered a ¿hemostatic textile or sponge lodged in her spinal cord. The sponge caused spinal cord compression and splaying and avulsion of the right t5 nerve root with an associated leak of cerebralspinal fluid¿. The surgeons removed the hemostatic textile at that time. The patient has lost the use of her lower extremities as well as her bowel and bladder. No additional information was provided.